Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states the provider states seat upholstery is ripped where it attaches to the frame.